Event description:
It was reported the subject device had image issues, a black screen. The event was discovered before surgery of a therapeutic pediatric hernia operation. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, d8,h2,h3,h4,h6,h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was presumed that the camera cable was faulty, which prevents normal communication and causes the image abnormality indicated. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had image issues. A black screen. The event was discovered, before surgery of a therapeutic pediatric hernia operation. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.